Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre operative diagnosis for lumbar disc herniation. It was reported that even though the handle was tightened, the flexible arm was loosely fixed and the arm was not fixed. An additional surgery was performed. The procedure was changed. The patient's consent was regained, the procedure was changed to an open procedure, and the hernia was removed. There were no symptoms reported. There were no further complications reported regarding the event. During the operation, the wheel could not be fixed even though it was tightened, so the procedure was changed to open. The change in procedure was performed just after the initial procedure. Therapy performed was med.